Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated they haven't used their device in about 7 years because their doctor told them the therapy wasn't working for them and they needed surgery. The patient stated that about a month ago they started having more pain in their back and needs an MRI but can't have one because their device cannot be put into MRI mode. It was reviewed that they should follow up with their doctor in regards to possible overdischarge and request a rep be present to see if they can restart the device. The patient stated they have a doctor appointment on (B)(6) 2021.

Event description:
The patient reported on (B)(6) 2021 that they had stopped using the implanted neurostimulator (ins) "more than 15 years ago" because the ins was not giving the patient therapeutic relief. They stopped charging the ins and stopped using it. The patient started experiencing a lot of pain a month prior to (B)(6) 2021, which was making them "upset". The patient met with their doctor, and the doctor wanted to do injections and wanted to have the patient get an MRI because the patient was having back spasms and they could not walk or stand without cramping. Patient services reviewed with the patient that the ins was possibly in a stated referred to as "overdischarge" and they would need to see their doctor to address that.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-06-06, information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease. It was reported that the patient was having an MRI that was not due to problem with the device or therapy. Per the caller, the patient¿s spouse had reported that the implantable neurostimulator (ins) was not active and had not been used for 2 years. Details regarding ins status or circumstances leading to the inactivity were not known by the caller. There were no patient symptoms reported. No further complications were reported at this time. On 2017-06-08, additional information was received reporting that they were with the MRI technician and it was reviewed that the patient's device was depleted. It was reported that the patient had different claims about the duration for when they had not been using their device (6 months or 2 years). It was reported that the patient's device had two physician mode recharge sessions performed, but they were not able tot pull the battery out of overdischarge. Information was requested for MRI eligibility and the head only guidelines were reviewed. No further complications were reported/anticipated.